Event description:
It was reported that the drill tip fractured during a zygomatic fracture open reduction and fixation. There were no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned twist drill. The drill shows signs of use including marking/ scratches on the bit surface. The drill bit has fractured near where the drill flutes meet the twist drill base. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information is available at the time of this report.